Event description:
Anesthesia attempting to place IV or central venous access was unable to thread spring guide wire .032" - .81mm dia x 60 cm-. Physician met some resistance upon removal of wire with gentle pulling. Pt had to be taken to or for removal of guidewire.